Manufacturer narrative:
(B) (4). The valve was patent and passed leakage as well as siphon testing. The device performance met all established specs for pressure-flow and preimplantation testing. Therefore, the complaint could not be confirmed by laboratory personnel. However, the valve failed reflux testing. A dissection of the valve identified that reflux may be due to physical damage. It is unk how or when this damage occurred. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the valve did not reach the correct pre-implantation pressure.